Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall. There was patient involvement, however outcome is unknown. Additional information was provided during an on-site visit. It was reported the entire system had shut off. No alarms or alerts were heard.

Event description:
It was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall. There was patient involvement, however outcome is unknown. Additional information was provided during an on-site visit. It was reported the entire system had shut off. No alarms or alerts were heard.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-148443 is a concomitant. Please refer to manufacturer report number 2016493-2025-148446, which captured the correct suspect device per investigation report.